Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Revision op notes were reviewed and identified the following: office visit slight increase in chromium -2.5 and cobalt ¿ 3.0, left hip swelling. Left hip ¿ fluid collection area & metal ions slightly increased but not out of range, clinical outcomes as surgeon noted no altr & metal ions not considered high left hip effusion ¿ chronic recurrent hemarthrosis w/hemosiderin synovitis & abductor tendon tear (detached) & shredded left hip revision (neck, head, and poly). Bloody serous type joint effusion, no evidence of infection, no adverse local tissue reaction was noted- xarelto (blood thinner) increases risk for bleeding tendency. Repair abductor tendon tear juggerknot suture anchors x2. Sclerosis of bone, debridement around cup. Proximal femur cleared of debris. Removed liner, dried packed bloody material noted in screw holes of the cup underneath the liner, removed and cleaned. Locking mechanism in good condition. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer bone scr 6.5x30 self-tap cat#00625006530 lot#61089064. Zimmer bone scr 6.5x30 self-tap cat#00625006530 lot#60959545. Zimmer shell porous with cluster holes 56 mm cat#00620205622 lot#61049197. Zimmer modular femoral stem press-fit plasma sprayed cementless size 7.5 cat#00771300700 lot#60969541. The device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00112, 0002648920 - 2021 - 00113.

Event description:
It was reported that patient underwent left total hip arthroplasty. Subsequently, patient was revised approximately 12 years later due to chronic recurrent hemarthrosis with hemosiderin synovitis and abductor tendon tears. The neck, head, and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.